Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: was the vessel dissected prior to transection or was the device fired in conjunction with hepatic tissue? The surgeon used atw35 to cut the second hepatic portal. Which color cartridge was being used? White. Did the surgeon wait 15 seconds prior to firing? Yes. Any unusual noise or tactile feedback noticed during firing of device? No. Were the staples properly deployed on the vessel? Yes. Did the bleeding occur through the staple line? Yes. What were the indications of surgery? The patient had calculus in the intrahepatic bile duct . Did the patient have a history of hepatic disease? No. Current patient status? Still in the hospital for in observation.

Manufacturer narrative:
(B)(4). Additional information: the analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It could not be determined what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a calculus of intrahepatic duct removal surgery, the surgeon used atw35 on second hepatic portal. B-formed staples were deployed but bleeding was found after firing. The surgeon used hand sewing to ligate the vessel. 1000 ml blood transfusion was taken for the patient. Now the patient was in ICU for observation.